Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a vf episode and become syncopal. The device failed to rescue to the patient at max output and external defib was provided. This rescued the patient. There was noise noted on the rv lead after the shock was delivered. The patient was seen in clinic and had medication changes. Two days later the patient was in for a dft test. The test failed to rescue at max energy. Programming changes were made. The noise signal was again noted and the device sensed it and delivered inappropriate atp before therapy could be disabled. There was an increase in capture threshold. The lead was extracted and replaced. The patient was recovering well.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion on the is-1 connector leg was noted at 7.4-7.6cm from the connector pin, consistent with lead friction to the ICD can. The outer coil filars were melted/separated and exposed at this location. This is consistent with observation from the field of noise, inappropariate hv therapy, undersensing, impedance and capture anomalies.